Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr identified that the touch screen required calibration to resolve the reported issue. The unit passed all specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
Customer reported that a vela ventilator had a insensitive touch screen found during maintenance. No patient involvement.